Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detected on the bus. A field service engineer reseated the row board cable and cleaned the retractor band. After rebooting, rows a and b were not detected. The row board cable was reseated again, but the issue persisted. The row board trays were then replaced, followed by a reboot and firmware updates to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers were not detected on the bus, and multiple recovery attempts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.